Event description:
Customer's sister called to report the passing of her brother. Caller stated that the cause of death was due to coronary heart failure. Caller stated that the customer had a car accident month and a half ago due to low blood glucose. Caller stated that the customer's blood glucose was very low or very high since the accident. Caller stated that the customer passed away at home. Last blood glucose recorded in the insulin pump was 570 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.